Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 25) occurred with multiple cartridges. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 134 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.